Manufacturer narrative:
(B)(4) additional suspect medical device components involved in the event: model #: sc-2352-50 serial #: (B)(4), description: linear 3-6 lead, 50cm.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient's lead had moved causing the lead revision.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient's leads were beginning to protrude. It was confirmed that there was no actual skin breakage. The patient underwent a revision procedure wherein the leads were repositioned. The patient was reportedly doing well postoperatively.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.